Manufacturer narrative:
Additional data: b7 h6 coding has been updated to reflect completion of the investigation. H3 other text : hospital discarded device.

Event description:
It was reported that a patient underwent revision surgery to address one migrated everest set screw and three loose everest set screws at the base of the construct. This report captures the third of four screws.

Manufacturer narrative:
No product returned.

Event description:
It was reported that a patient underwent revision surgery to address one migrated everest set screw and three loose everest set screws at the base of the construct. This report captures the third of four screws.